Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 10 shocks as inappropriate therapy due to t-wave oversensing. The system had its sensing vectors revaluated to optimize and all vectors failed. Information from the field indicates the patient would undergo further evaluation. This device remains in service. No additional adverse patient effects were reported.